Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient passed away over two months later. There were no allegations reported that this lead issue caused or contributed to the patient's death. The lead was buried with the patient and will not be returned.

Manufacturer narrative:
No additional information is available. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information from a non boston scientific field representative that this right ventricular (rv) lead presented with pacing impedance measurements above 3,000 ohms. The device is a non boston scientific product. Boston scientific technical services (ts) was contacted and lead functionality was discussed. In addition, there was discussion that this could indicate a potential lead issue. No adverse patient effects were reported.